Event description:
Device 1 of 2. Ref MFR report#: 1627487-2011-04240. The pt received his scs system, including two leads (with the same lot numbers) on (B)(6) 2010. It was reported the pt was receiving only abdominal and rib stimulation. An x-ray was performed, showing the system was intact and there was no migration. The physician decided to replace the two percutaneous leads with one surgical lead. The physician also elected to replace the ipg during the procedure.

Manufacturer narrative:
Eval: results: the complaint was not confirmed. Inspection of the returned leads revealed both leads had been completely cut near the terminal ends consistent with explant damage. Visual inspection of the stimulation ends, lead bodies, and separated (cut) terminal ends did not reveal any anomalies which would contribute to the complaint. End-to-end continuity testing was not possible; however, interchannel continuity testing was performed. No cross-connections were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.